Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to a paravalvular leak.

Manufacturer narrative:
Evaluation: device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Analysis: received in a clear 0.2% glutaraldehyde solution in a final product packaging jar enclosed in a zip lock bag. The stent appears slightly distorted: 20.66 mm x 21.88 mm. All leaflets are slightly stiff but flexible and intact. Conclusion: analysis identified no manufacturing or component related defect that would have contributed to the event. Reduced performance of the device likely attributed to oversizing of the patient's annulus, which resulted in the valve being distorted upon implant, and resulted in the paravalvular leak. The device was replaced without reported adverse patient effects.